Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances. The measurements had been steadily rising with no clear sign of fracture but may indicate calcification of the lead. This rv lead remains in service. No adverse patient effects were reported.